Event description:
Customer stated that the pump did not give a no delivery alarm when running out of insulin. After disconnecting, the customer ran a high pressure test which tested ok. Self test was run and customer was able to hear the audible tones.